Event description:
It was reported this stent was successfully placed in a pt with tortuous anatomy. It was reported that while withdrawing the guidewire, the physician pulled forcefully on the wire while the wire was in the pt and the stent came out with the wire. The coil of the stent and the tip of the wire detached from the rest of the device after withdrawal from the pt and was disposed of at the hospital. A second stent was used to successfully complete the procedure and there were no reported patient complications. The device was returned and evaluated by this manufacturer. The guidewire, pusher and a portion of the stent was received threaded onto the guidewire. The engineering evaluation indicated the guidewire outer sheath appeared to have become tangled upon itself during extraction. The outer sheath of the guidewire was broken. Approximately 7 cm of the stent was missing. No damage to the pusher was found. A history search revealed no prior complaints being reported against this product lot at this time. However, the company is unable to determine if the device met its specifications. The company believes user technique, and/or pt anatomy may have contributed to this event. However, the company is unable to determine the relationship between the device and the cause for this event. The company's directions for use state: "if resistance is encountered during advancement or withdrawal of the stent, stop. Do not continue without first determining the cause of resistance and taking remedial action."